Manufacturer narrative:
The preliminary evaluation of the returned unit indicated the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. The device will be sent to (B)(4), for an engineering investigation to confirm the cause of the malfunction. There was no serious patient injury reported for this incident.

Event description:
It was reported to resmed that an s8 escape caught fire.